Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® fh blood collection tube cracked "several times" during the blood collection and leaked as a result. This occurred on 100 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the tube has already cracked several times during blood collection."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® fh blood collection tube cracked "several times" during the blood collection and leaked as a result. This occurred on 100 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from german to english: "the tube has already cracked several times during blood collection."